Event description:
It was reported that a capsular tear was noted during lens implantation. The surgeon attempted to place the intraocular lens in the sulcus but was unable to position it properly. The lens was removed and the pt was left aphakic. The pt was severly nearsighted prior to surgery and the physician believes the pt may function well without an intraocular lens. Please referenced MDR# 1119279-2013-00153 for the intraocular lens.

Manufacturer narrative:
The delivery device was discarded and is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.